Event description:
The customer reported that the ventilator is giving high o2 pressure supply and oxygen not available message. The customer reported the unit was not in use on patient.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.